Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated through the heart wall. The perforation was confirmed via chest x-ray, echocardiogram, and CT scan. The patient is in a do not resuscitate status and has elected not to revise the rv lead position. This rv lead remains in service at this time. No additional adverse patient effects were reported.